Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a vent inop due to flow sensor failure. The customer reported there was no patient involvement.

Manufacturer narrative:
.